Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient went into ventricular arrest and was converted four times. Lidocaine and amio drips were started. Electrocardiogram and angiograms were completed and based on results, the physician decided to place an impella cp for unloading. The following day in the morning labs hemolyzed. Impella position in aorta alarm triggered, and the impella cp was repositioned with phone support, pulled back as it was at 7cm on echocardiogram and hitting the wall. After repositioning to 4.5cm improved waveforms were demonstrated and blood pressure was improved. Of additional note, swan was coiled in the right ventricle before going to the pulmonary artery. However, the physician did not want to adjust at this time. Central venous pressure read 6 without suction alarms. There were ongoing placement signal low alarms that were managed. Placement signal alarms were turned back on, and right side looked good on echocardiogram. Lasix was given and if suction occurs the physician noted volume will be given to the patient. Urine remained clear and yellow and groin soft/stable, and there were good pulses. The following day, the patient was extubated in the evening. Suction alarms were triggered, and albumin was given. Lidocaine was discontinued. A hematoma was noted as the site; however, it was managed with manual pressure without further intervention. The patient continued support. Two days later the patient began decompensating. Impella explant planned for today was cancelled. The patient was planned for catheterization and coronary artery bypass graft surgery the next day. Impella was set at performance level p-6. The following day, the patient was successfully weaned, and the device was explanted with a survived outcome.

Manufacturer narrative:
Complaint coding specifically for h6 medical device problem codes were updated to better reflect the reported event and therefore fully repopulated. Note: h6, health effect - clinica/impact, component and investigation type/findings and conclusions coding remain unchanged as initially reported.